Manufacturer narrative:
It was reported by a medical personnel that a patient's controller was noted to have all connections "loose and wiggly" except the driveline connection. Site exchanged and replaced from their inventory. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual analysis of the controller confirmed that both power connectors were loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connectors. A DHR was conducted by reviewing the supplier (B)(4) log. No non-conformances were found in the DHR review. The reported event was confirmed by visual analysis of the connectors. This would not be likely to cause or contribute to death or serious injury. This will result in user annoyance with no affect the function of the vad. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Patients are instructed to always keep a spare controller and fully charged power sources available at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by a medical personnel that a patient's controller was noted to have all connections "loose and wiggly" except the driveline connection. Site exchanged and replaced from their inventory. Controller (B)(4) was returned for evaluation.